Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17979. During a clinic follow-up, purulent discharge was observed coming from the device pocket, along with the patient experiencing decubitus and pain around the pocket. A wound culture was performed and was sent for analysis, but came back negative. The device and right ventricular (rv) lead were both explanted and replaced with a non-abbott leadless pacemaker to resolve the event. The patient was stable following the procedure with no adverse consequences reported.